Event description:
It was reported that the pt underwent explortory laparotomy and ileocolectomy for apparent mesentric ischemia. The pt had a right ij placement of a sheath and a triple lumen catheter was inserted. Later it was decided to remove and replace the catheter. An x-ray taken after the procedure, showed a piece of catheter in the inferior vena cava. The piece of catheter was removed in interventional radiology. There was no associated pt complications.